Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -11.0/0.5/167 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023.

Manufacturer narrative:
Additional information added to form. Claim# (B)(4).

Manufacturer narrative:
B5: problem was resolved. Status of eye: sensitive to light. Removal of threads. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -11.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Excessive vault was observed. The lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).